Manufacturer narrative:
Additional information was received that no device malfunction was suspected. Sc-1132 sn (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having a hard time charging due to a flipped battery. The patient was also experiencing discomfort as the battery would get warm when charging. The patient underwent a revision procedure wherein the ipg was replaced.

Event description:
A report was received that the patient was having a hard time charging due to a flipped battery. The patient was also experiencing discomfort as the battery would get warm when charging. The patient underwent a revision procedure wherein the ipg was replaced.